Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The customer is sending sample to bci cpls (customer product line support) for testing.

Event description:
A customer contacted beckman coulter inc (bci) regarding a reactive rubella igm result for one patient that was discordant to two other methodologies. It is unknown if there was an affect to patient treatment with regard to this event.